Manufacturer narrative:
Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 22 days following the implant of this transcatheter bioprosthetic valve the patient had a permanent pacemaker placed due to complete heart block. No other adverse patient effects were reported.